Manufacturer narrative:
Correction: manufacturing reference number should not have been reported as a medical device report (MDR) due to additional information indicating that the ipg was electively explanted due to the patient's recent unrelated diagnostic. There was no alleged stated deficiency of the device.

Event description:
It was reported that the patient's ipg was explanted for unknown reasons.